Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the swivel of an rt236 infant breathing circuit was damaged. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was visually inspected and pressure tested. Results: visual inspection revealed that the returned swivel wye was cracked. Scuff marks were observed on the swivel wye. The pressure test identified that the circuit was performing within specification. A lot check revealed no other complaints of this nature for lot number 140324. Conclusion: based on the inspection conducted, it is likely that the returned breathing circuit may have been subjected to a physical force sufficient enough to damage the swivel wye. All rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the swivel assembly was damaged after the subject breathing circuit was released for distribution. Our user instructions that accompany the rt236 infant dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."